Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified concentric lesion of a shunt stenosis at the arteriovenous anastomosis. The armada 35 balloon dilatation catheter (bdc) ruptured during the first inflation at 20 atm. Another armada 35 bdc was used successfully to complete the procedure. There was no reported clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed, and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture and the noted scratch on the balloon appear to be related to circumstances of the procedure. In this case, it is likely that the balloon became compromised or damaged during advancement with the moderately tortuous, moderately calcified anatomy and/or with other devices used during the procedure, resulting in the reported balloon rupture. The noted scratch at the rupture location also suggests interaction causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.